Event description:
It was reported that the right atrial lead dislodged. The lead was capped on 05/07/2010 and explanted on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.